Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. The ventilator was plugged in withy an ac adapter, the ventilator displayed a solid red led on charge status. The ventilator internal battery voltage output read 4.1v. The service technician replaced the internal battery and the reported issue was resolved. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that model lap top ventilator 1100 has a bad internal battery. The ventilator functions normally when plugged into a sprintpack or ac adaptor. The unit is non-functional when disconnected from the ac adapter or sprintpack. The customer confirmed there was no patient injury associated with the reported issue.